Event description:
It was reported by service report that there is a problem with the breakaway head section. It is unknown if there was patient involvement, however, no adverse consequences are reported.